Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. There were no complications reported during the procedure and there were no recaptures or repositionings. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. On an unknown date, the patient experienced a late pericardial effusion requiring pericardiocentesis drainage. The patient was reported to be recovering well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the pericardiocentesis was performed on (B)(6) 2022.